Event description:
It was reported that the insulin pump was damaged at the reservoir compartment and that black dots would appear on the screen when the display was used. The blood glucose reading was 4.8 mmo/l. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with cracked display window corners, battery tube threads, broken reservoir tube lip, minor scratches on display window. No unexpected black dots on screen when using backlight noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.